Event description:
It was reported that the right ventricular lead dislodged. The lead was explanted and replaced. There were no adverse consequences to the patient as a result of the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomaly was found.